Event description:
The distributor reported that when the pt's parent powered on the ventilator, the motor fault alarm displayed and the ventilator stopped ventilating the pt. The pt was manually ventilated and switched to the back-up ventilator. No permanent injury was reported.

Manufacturer narrative:
Eval summary: the reported issue was confirmed. Eval of the returned ventilator displayed motor fault error message on ac power within 5 seconds from power-on. A visual inspection of the internal unit was performed and no discrepancies were found. A further testing verified the faulty manifold pump. Once the manifold pump was replaced, the reported issue was solved and the ventilator operated normally. The faulty manifold pump will be sent back to the MFR for further analysis. The ventilator will be tested and returned to the customer/user.